Event description:
Procedure performed: inguinal hernia. Event description: plastic instrument guide from the trocar detached and fell into the abdomen during surgery. When inserting the hernia mesh. Additional information from dkma report received via email 29jun21 (ame translation): surgeon inserts hernia mesh through trocar. Since he places the mesh he finds a clear plastic membrane in the abdomen. The patient is operated for hernia by laparoscopic surgery. A mesh is inserted through the trocar head and a plastic membrane is pushed into the abdomen during this procedure. Plastic membrane is of relatively hard plastic. Fortunately, the plastic can be seen in the operating field and can then be removed, but in theory it could lie behind the bowel or tissue so that it is not detected. The design of the trocar is such that the plastic membrane is not immediately visible and therefore there is a risk that it will not be noticed when it is removed. Intervention: component removed. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: inguinal hernia. Event description: plastic instrument guide from the trocar detached and fell into the abdomen during surgery. When inserting the hernia mesh. Patient status: no patient injury.